Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer. (B)(4).

Event description:
It was reported that a patient had an overdischarged device and the patient hadn¿t charged in over a year. It was noted that the device was replaced with a non-rechargeable device. A week later, it was reported that the patient was doing well and was receiving appropriate therapy.